Manufacturer narrative:
The device history record for the reported lot number, 30356071, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 20-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record and UDI number are in-progress. All information reasonably known as of 09-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "burst corflo tube." There was no reported injury. Additional information received 14-aug-2025 noted, "the incident occurred on (B)(6) when the patient had a CT [computed tomography] scan and the radiologist noted there to be a 6 cm segment of retained tubing within the duodenum suggestive of being the tip of an ng tube. On removal of the ng tube the tip was missing and around 6-8 cm lost off the end. There is damage/friable section of the ng [nasogastric] tube." "The product had been in use since (B)(6) 2025 (25 days). At the moment the retained fb remains in situ with endoscopy advice that it may be passed in the feces. This will need confirming and it is possible that the patient may need removal of the tip at some stage." Additional information received 26-aug-2025 stated the device was in use for continuous feeding. There were no blended feeds and/or thick consistency formulas used in the device. Oral and/or crushed medications were used in the device. The device was flushed every time an oral medication was given (on 8 different oral medications each up to 4 times a day). The clinicians used 50ml or 20mol syringes to give medication/ water flushes. There was not any history of the tube clogging prior to the rupture.